Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented at device change-out for normal eri. Externalized conductors were observed via fluoroscopy. The lead was capped and replaced.